Event description:
On (B)(6), 2010, the patient underwent an abdominal aortic aneurysm procedure and was implanted with gore excluder aaa endoprosthesis. A palmaz stent was placed in the proximal main body in conjunction with the gore devices. On (B)(6), 2010, this patient presented to the emergency room with a pulmonary embolus. CT performed revealed proximal device migration movement of both limbs of the gore excluder aaa endoprosthesis. The right side limb had completely pulled back into the common iliac when the original procedure had it fixated in the external artery (exact devices unknown). The device limbs on the left side were barely in the left external when the original procedure has fixated them further in the external artery (exact devices unknown). On (B)(6), 2010, a second procedure was performed whereby the physician extended both limbs further into the external arteries using additional gore excluder aaa endoprostheses.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted: results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.